Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, x-ray revealed that the device had migrated. The device was explanted and replaced. The patient was in good condition post-procedure.